Manufacturer narrative:
(B)(4). Analysis description: final analysis revealed full breach insulation degradation noted at 4.5cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.